Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation. It was noted that the reduction was very tight during the initial shoulder replacement procedure. As a result, approximately fourteen days post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 300-01-10 - equinoxe humeral stem primary press fit 10mm; sn#: (B)(6), 320-00-12 - 0 lat right tray; sn#: (B)(6), 320-20-00 - eq reverse torque defining screw kit; sn#: (B)(6), 320-20-02 - right augment std; sn#: (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; sn#: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; sn#: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; sn#: (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; sn#: (B)(6), 320-31-36 - glenosphere, 36mm; sn#: (B)(6), 320-31-40 - glenosphere, 40mm; sn#: (B)(6), 320-55-01 - central screw baseplate standard; sn#: (B)(6), 320-55-30 - central screw baseplate central screw, 30mm; sn#: (B)(6), 320-55-98 - central screw baseplate one-lock plate/cap kit; sn#: (B)(6), 320-55-99 - csb glenosphere screw; sn#: (B)(6), 321-52-07 - 3.2mm drill bit sterile; sn# (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip; sn#: (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0; sn#: (B)(6), 322-40-00 - 145-deg pe 40mm hum liner +0; sn#: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.